Event description:
It was reported that the patient was in a lot of pain and the spinal cord stimulation (scs) device was not helping her pain and it was bruising her. When she turned it on she had a lot of pain. The patient had pain under her ribs and in her stomach, too. Where the implantable neurostimulator (ins) was located it was inflamed and it caused pain in her back where the leads were located and up her back and also had pain in her ribs. She couldn't move, she always had to be laying down. The device did not help at all and, since it wasn't helping the patient, she would like to have it taken out. It was stated that all of this had been going on since the implant. She had spoken with a health care professional (hcp) and the hcp had not helped her at all. It was stated she spoke to the hcp and the hcp stated "we needed to move it, so they moved it so that the patient was receiving stimulation in her leg and below her back, so that she would not have so much pain in her stomach." The stimulation was originally set for her back. This operation took place on (B)(6) 2013. It was stated the patient couldn't see the hcp until april and she was in so much pain and no one was helping her. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).